Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation.

Event description:
It was reported that the patient's ipg pocket size was revised on (B)(6) 2019 due to size and ipg movement concerns that were causing discomfort.